Event description:
In 2005 a dental implant was placed in tooth location # 19. Subsequently the patient felt the implant was making her sick. About four and half months later, the implant was removed from the patient's mouth. On 03/2006 the clinician was contacted. He stated the patient was in good medical condition at the time the implant was placed and removed from the patient's mouth. He stated the implant was integrated and indicated the cause for failure as psychological. The patient elected to have the implant removed. After the implant was removed, the patient no longer felt sick,